Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign material on safety shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the foreign matter appears to have originated from blocking material used when blocking a mold cavity due to a defect.

Event description:
It was reported that the needle shield of 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter was dirty. No injury or medical intervention.